Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The complaint sample was returned for eval. The device was visually inspected and no apparent defects were noted. The stylet moved freely within the cannula. The needle was placed in a magnum driver and functionally tested. The needle did obtain a sample, however, a gap was noted at the sample notch. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken, and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch and could affect the device ability to obtain a sample. The result of the eval is confirmed. Based on the info available, the DHR review and the result of the investigation, the definitive root cause is unk.

Event description:
It was reported that during a prostate biopsy, allegedly on the fifth pass, the physician did not obtain a tissue sample. He replaced the needle with another, and completed the procedure. No pt injury reported.